Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the ground prong on the ac power cord plug was bent. The device was note that stated, bent prong on ac plug. No specific pt info, pump programming, or event details were provided. There were no reports of any adverse pt events and no reported delays of critical therapies while the device was in clinical use. During testing at the user facility, it was noted that the ground prong on the ac power cord plug was bent. No add'l info was provided.